Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly of the device, it was found that the motor assembly was corroded and it was confirmed that the device had non-stryker repair work. The presence of non-stryker repair work and corrosion in the motor is likely to cause or contribute to the device running without user activation.